Event description:
It was reported that an air embolism occurred. The target lesion was located in the left main. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. At some point it was noticed that an air embolism went down the left anterior descending artery. The patient began experiencing chest pain and was having difficulty breathing. The patient also experienced ventricular fibrillation. The patient was put on 100% oxygen and a dopamine drip. A non-boston scientific aspiration catheter was used to remove the air embolism and the patient made a full recovery.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issued; the device appears to be in good condition. No damages or failures were noted on the catheter code pcba board assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance test was performed which showed an electrical short at the distal wave form. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. There was no damage observed on the distal tip or guidewire exit port assembly. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
It was reported that an air embolism occurred. The target lesion was located in the left main. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. At some point it was noticed that an air embolism went down the left anterior descending artery. The patient began experiencing chest pain and was having difficulty breathing. The patient also experienced ventricular fibrillation. The patient was put on 100% oxygen and a dopamine drip. A non-boston scientific aspiration catheter was used to remove the air embolism and the patient made a full recovery.